Event description:
It was reported the unit burned.

Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed no evidence of an actual burn, although the fabric was discolored from excessive levels of heat. We also noted that a segment of the heater wire had come away from the strips holding it in place, allowing an area of intensified heat. We determined that this report was attributable to misuse of the unit on the part of the consumer.